Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed on a (B)(6) male pt, weight (B)(6) in the nicu. During insertion, the guide wire was very easily fatigued and the inner wire broke and bent easily. The guide wire was taken out. They noted a tear below the hub of the catheter and marked it with a red dot. As a result, another guide wire was used and a catheter was placed successfully. There was a delay in treatment and it is unk if this caused pt harm. The pt expired. Additional information received on (B)(4) 2013 confirms the inner core wire of the spring wire guide broke and there was a tear noticed below the hub of the catheter. The pt was very ill and had other complications such as lung and other organ failure. The neonatologist stated it is unlikely the device contributed to the pt's demise.